Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Primary surgery: (B)(6) 2016. Scheduled revision: (B)(6) 2016. The surgeon allowed the patient to apply a full weight bearing 4 weeks after surgery through the stages of non-weight or partial weight bearing. The surgeon found that the u lag screw has migrated to the femoral head. And he found that the back end of the u lag screw was caught in the nail as of (B)(6).

Manufacturer narrative:
The evaluation revealed the gamma3 nail to be the primary product. As no item was returned function and dimension could not be checked. The review of the manufacturing documents revealed no discrepancy in material or in manufacturing. The review of the complaint history revealed the occurrence threshold being within estimated calculation. The review of the risk assessment indicated the issue was within tolerance, therefore no corrective actions are deemed necessary at this time. A non-conformance was not determined. No measures necessary for this case. The rmf considers that a revision surgery due to cut out is a typical complication of proximal femoral nailing. The harm does not primly depend on the implant. It is mostly caused by the kind of fracture, patient's general condition (osteoporosis), and primly the respective surgical technique. The basics of the gamma-system (shown in below sketch) are the interaction of nail kit (including a set screw) and lag screw in the proximal area. The intention is to allow the fracture site to subside (if the fracture gap is too big) in order to support bone union. This requires motion in a relative rigid construction and is solved by lateralization of the lag screw. The set screw ¿ as part of the nail kit - is designed to fit into one of the four grooves of the shaft of the lag screw with ascending shapes at both medial and lateral. This prevents both rotation and complete migration of the lag screw but allows sliding in a limited and defined range. The lag screws are designed to transfer the load of the femoral head into the nail shaft by bridging the fracture line to allow faster and more secure fracture healing. The load carrying thread design of the gamma3 lag screw allows for large surface contact to the cancellous bone. This provides high resistance against cut out. Gamma3 lag screw has self-tapping thread and it is designed for easy insertion. The set screw is designed to fit into one of the four grooves of the shaft of the lag screw. This prevents both, rotation and medial migration of the lag screw. The nail allows sliding of the lag screw to the lateral side for dynamic bone compression at the fracture site to enhance fracture healing. Received x-rays suggested that the event presented a lag screw migration towards medial (medialization). In case of medialization the lag screw proceeds into and sometime penetrates the femur head ¿ in most of the cases an insufficiently placed set screw has been the root cause. It was concluded that the set screw most likely had been loosed for more than ¼ of a turn resulting in too much space between the (ascending at medial and lateral) base of flute of the lag and the tip of the set screw. However, the x-rays suggest the set screw had not been unscrewed too far but could avoid uncontrolled sliding of the lag screw. The set screw finally caught the lateral end of the sliding flute of the lag screw. The file will be closed formally. In case relevant information resp. The part(s) become available we reserve the right to update the investigation and to change the root cause. According to available information the event was most likely caused by the kind of performing lag screw fixation. A deficiency of the product was not verified. Devices were kept by the patient.

Event description:
Primary surgery: (B)(6) 2016. Scheduled revision: (B)(6) 2016. The surgeon allowed the patient to apply a full weight bearing 4 weeks after surgery through the stages of non-weight or partial weight bearing. The surgeon found that the u lag screw has migrated to the femoral head. And he found that the back end of the u lag screw was caught in the nail as of (B)(6).